Manufacturer narrative:
Insulin pump alarmed a33 during the prime test at 3.5 lbs due to faulty fsr(gold). Missing end cap sticker, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted. (B)(4)

Event description:
Customer called to report the insulin pump alarmed during the prime process. The customer was unable to exist the preparing to prime loop. Troubleshooting was performed. No anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.